Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a shock. Upon interrogation, the device had recorded 55 vf episodes. All episodes were due to ventricular oversensing of noise on the pace sense electrogram. The device had detected and charged with an aborted shock multiple other episodes.